Manufacturer narrative:
Summary of evaluation: the component could not be evaluated as it has not been returned to howmedica. Attempts to obtain the device lot code info have unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert.